Manufacturer narrative:
H.6 investigation summary: catalog: 442022. Batch no. 2312498. Customer reported a vial label damage. Photos of damage vial labels were received. Bd was unable to reproduce customer¿s experience with bactec product. Satisfactory results were obtained from retention samples were visually inspected. Batch history records review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is confirmed based on photo received. A technical assessment was performed to determine if the labeler machine had mechanical issues and/or breakdowns during the labeling process of aforementioned batch. Investigation revealed that preventive maintenance to the labeler machine was completed on time as scheduled. Upon evaluation of breakdowns / incidents reports, there were no malfunctions related to damage vial label. Evaluation of production report showed labels stuck to the drum of the labeling line. Events like this are resolved during the labeling process. As a preventive action an awareness was provided to the labeling operatons in oct¿23.

Event description:
It was reported that while using bd bactec¿ plus anaerobic/f culture vials (plastic) that there was no label or missing label information. The following information was provided by the initial reporter: distributor reported dressing damage. Inner bottles are place tightly against each other in the carton and hence label wording is fading/ unable to read.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus anaerobic/f culture vials (plastic) that there was no label or missing label information. The following information was provided by the initial reporter: distributor reported dressing damage. Inner bottles are place tightly against each other in the carton and hence label wording is fading/ unable to read.